Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified crease sharp on anterior, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side rupture, capsular contracture, baker grade IV, and "radial folds." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii and crease/folding of implant.

Event description:
Healthcare professional reported a right side rupture, capsular contracture, baker grade IV, and "radial folds." Device remains implanted.